Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -11.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to glare/haloes. Patient related factor was reported to be the cause of event. It was unknown if the device fail to perform as intended. The reporter stated "after the operation, the patients vision is not adapted and cannot be relieved."